Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the primary 2 port tubing set broke and leaked by the soft section that goes into the pump when flushing the tubing with a 20ml syringe while on a patient. There was no patient harm.